Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate high readings of ¿172, 160, and 184 mg/dl¿ compared to another meter reading. The complaint was classified based on the customer care advocate (cca) documentation. Based on the reported elevated readings, the patient increased his diabetes medication of levimar and amaryl. Around the same time, the patient reportedly developed symptoms of ¿weak and shaky.¿ there was no report of any required hcp medical intervention. During troubleshooting, the patient could not provide any readings from the other meter. The unit of measurement was set correctly. The test strips were within the discard date. This complaint is being reported because the patient claimed he developed symptoms suggestive of hypoglycemia while he managed his diabetes with the lfs products.

Manufacturer narrative:
Follow-up # 1 ¿ (06/12/2014). The patient¿s meter has been returned on 5/29/2014 and evaluated by lifescan product analysis on 6/2/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.